Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-1132, serial#: 140989, description: precision spectra implantable pulse generator; model#: sc-2218-70, linear st lead, 70cm, description: 463764. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that x-rays confirmed that the patient's lead had moved laterally to the left and was resting on a nerve causing pain on the left arm. It was also reported that patient was unable to charge. X-rays confirmed that the patient's ipg turned sideways. The patient underwent a revision procedure wherein the lead was replaced and the ipg was explanted. No device malfunction was suspected. The patient was reportedly doing well postoperatively.